Manufacturer narrative:
Thermogard ivtm system (serial # (B)(4) was evaluated and service at customer site by a medial service distributor representative (not a zoll representative employee). The reported complaint of the thermogard ivtm system displaying system error "m ID:09" (air trap assembly) message was confirmed during functional test but during event log data review per medial service distributor. The investigation findings revealed a short-circuit air trap block assembly caused by contamination of saline fluid. Therefore, the root cause of the reported complaint was due to a damaged air trap block assembly. No physical damage was observed on the thermogard xp ivtm system during visual inspection. During event log review, no m ID:09 was recorded noted by the evaluating distributor. Initial functional testing of the thermogard ivtm system failed due to error message "m ID:09". To remedy "m ID:09", the air trap block assembly was replaced. The system was re-evaluated and passed all the functional tests without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard ivtm system with serial number (B)(4).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During console check, customer reported that the thermogard ivtm system (serial # (B)(4)) displayed "air trap" message during power-on-self-test. "Air trap" message could not be cleared by the user. No patient involvement.